Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned tasp and found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off at the corner. All pieces were not returned. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Review of complaint history identified no additional similar complaints for the reported item and part and lot combination. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the wir form that a knee instrument was returned and reported fractured. Issue did not occur during a procedure(possibly during spd). Not all pieces returned. No patient involvement.